Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Impaction pad on tibial baseplate impactor broke during impaction of tibial baseplate trial. Pka case.